Manufacturer narrative:
Eval: results - a visual inspection of the returned product shows tears in the lens optic and a portion is torn off and is missing, one haptic is torn. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for eval. Conclusions - a multifunctional team in investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery technique that are effective, and minimize the potential for damaging the lens.

Event description:
It was reported that the surgeon was inserting an aspheric three piece collamer lens model cq2015a and the lens tore. There was pt contact but no pt injury.